Event description:
It was reported by the patient that they experienced a heart rate of forty beats per minute and that they were in hospital for a week because they were falling down. They stated the implantable pulse generator (ipg) was failing. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.